Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-03-01. Investigation summary: twenty two sealed 32g x 4mm pen needle samples were returned from lot. No. 0106051, cat. No. 320561. Visual examination was carried out on all twenty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de cannual broke off. The following information was provided by the initial reporter: needles break off when screwing on (npe).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de cannual broke off. The following information was provided by the initial reporter: needles break off when screwing on (npe).